Event description:
The user facility called and said the suspect device was used to check a patient's blood glucose and a result of 81 mg/dl was obtained. A lab was drawn and the lab value was 39 mg/dl. Controls and linearity were in range. The reporter stated that pt was very sick with many issues and was transferred to another hosp where pt passed away. The device was replaced and requested to be returned for evaluation.